Manufacturer narrative:
On 7-feb-2020, mentor received additional information regarding the date of explantation. The actual date of explantation was (B)(6) 2020 and different from what was reported initially. The relevant field has been updated. On 12-feb-2020, the mentor failure analysis lab has received the device for evaluation. The device is a 375cc mentor siltex round moderate profile (catalog #: 3542660, lot #: 5637440). The relevant fields have been updated on this report. On 21-feb-2020, mentor received additional information regarding the replacement device. The device is a 375cc mentor smooth round moderate profile prosthesis (catalog #: 3501660, lot #: 7351573). On (B)(6) 2020, the investigation on the suspected medical device was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After the mre was completed, it was found that the date of implantation reported on the initial report was before the manufacturing date. The date of implantation was estimated to (B)(6) 2005. The relevant field has been updated. Investigation summary: during visual inspection of the device, no apparent damage was observed. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified mentor smooth saline implant and experienced postoperative right-sided deflation. The patient came in for a consultation in the office on (B)(6) 2019, and the deflation was confirmed. As a result, the patient is scheduled to undergo unilateral removal and replacement with an unspecified mentor saline implant on (B)(6) 2020.